Event description:
The entire system was explanted when oversensing in the ventricular channel was observed. The physician suspected a defective lead and elected to also replace the dual chamber defibrillator.